Event description:
It was reported that balloon ruptured, and perforation occurred. The patient presented with proximal stenosis of the left anterior descending (lad) artery. The 70-90% stenosed target lesion was located in the mildly tortuous and severely calcified lad. A 15mm x 4.00mm wolverine coronary cutting balloon monorail was selected for percutaneous coronary intervention (pci). A 2.00 mm rotapro was used, followed by a wolverine balloon inflated to 12 atm, which subsequently burst and caused vessel rupture. The balloon removed successfully from the patient. The patient became acutely hemodynamically unstable, requiring immediate resuscitation and intubation. The perforated vessel was stabilized with a covered stent, resulting in the loss of the diagonal branch and the procedure completed. Following the intervention, the patient was transferred to the intensive care unit for continued monitoring and support. The patient was stable post-procedure and discharged from hospital.